Event description:
It was reported that on (B)(6) 2026, a 12mm amplatzer septal occluder was implanted using an unknown delivery system. During a case initially identified as a patent foramen ovale (pfo) and subsequently determined intra-procedurally to be an atrial septal defect (asd). The defect was balloon-sized to approximately 17 mm. During the procedure, both physicians noted that the 17 mm measurement appeared to represent an overstretched defect and expressed the opinion that a 12 mm device would be appropriate. A suggestion was made by the representative to consider a 16 mm device; however, the physicians elected to proceed with implantation of a 12 mm amplatzer septal occluder. The device was deployed, and a stability assessment was performed, at which time the device appeared to be appropriately positioned. The device was then released without reported complications. Follow-up communication with the physicians on (B)(6) 2026 indicated that the patient was reported to be doing well post-procedure. On (B)(6) 2026, it was reported that the implanted device had embolized, and the device was subsequently retrieved later that same day.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.